Event description:
The report from the affiliate indicated that: a pt was undergoing a procedure to a heavily calcified and slightly tortuous proximal rca with cto and 100% stenosis. The guidewire crossed the cto lesion. The site was predilated and the physician tried to deliver the 2.5 x 28mm cypher stent, but had difficulty. The physician then withdrew the unit from the pt, and noticed that the stent alignment on the balloon was incorrect. The stent could not be mounted again and fell off from the sds (stend delivery system). There was no injury to the pt.